Manufacturer narrative:
Follow-up #1; date of submission: 11/14/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment and returned battery cap were observed to be free of damage: the reported issue was not confirmed. The battery cap contact measurements were within the specifications. The returned battery cap was able to secure to the pump per the instructions for use (IFU). Unrelated device failures were documented under pi# 1-6364917903. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap and battery compartment were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.